Event description:
It was reported that a clearlink system continu-flo solution set leaked from the back check valve after approximately 90 hours of use. The issue was identified during a patient infusion while running a medication through a secondary line (no defects in the secondary line). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from march 09, 2021 - march 10, 2021. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed including clear passage and pressure testing which revealed a leak into the disks of the check valve. The reported condition was verified. The cause of the condition was due to a material related issue during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.